Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the surgeon, the patient was reimplanted with a new fixture/abutment on (B)(6) 2013. Correction: the correct catalog number is 90434; not 93330 as previously reported. This report is filed october 23, 2013.